Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) could not recreate the problem by performing splld check over sample and reagent racks. Fse checked holding force of all plunger clamps and all were within specification. Fse noticed that all tip clamp sleeves and tip clamps had a buildup of serum/reagent. Replaced all tip clamp sleeves and tip clamps to correct the problem. Also replaced plunger clamp #6 for poor tip ejection. The instrument was tested without further problem, and was returned to expected operation.